Manufacturer narrative:
The device has been returned/received to date and is awaiting instigation completion. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that their personal diabetes manager (pdm) was overheating and had a burning smell coming from it.

Manufacturer narrative:
In the case description, the user mentioned that the charging adapter was overheating while charging. Visual inspection of the returned controller found no damages that would indicate overheating or an exposure to thermal energy. Inspection of the charging port of the device found no damages in or around the charging port that would indicate thermal energy exposure. The charging adapter was not returned for investigation. The controller was returned with the battery depleted. The controller was plugged in using a known good cable and adapter and was able to charge. No abnormal heat was noted on the device, cable, or adapter during charging. The device was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the device showed no evidence of overheating during charging. The cause of the reported event could not be determined due to the relevant component, the charging adapter, not being returned for investigation. Correction to d(4): sequence number changed from unavailable to (B)(6).